Event description:
Additional information on the procedural summary was reported by the edwards clinical specialist. Access was gained via transaortic approach (tao). The surgeon positioned the 23 mm sapien valve on an rf3 delivery system 50:50 in the aortic annulus. Upon deployment the valve moved ventricular and was deployed approximately 80 percent towards the left ventricle (lv) and 2+ paravalvular leak (pvl) and central aortic insufficiency (ai) was noted via tee post deployment. A second edwards sapien valve was deployed approximately 2 cells higher than the 1st sapien valve resulting in a 50:50 position. There was no pvl or central ai noted via tee post deployment of the second valve.

Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, a valve in valve was performed. The first edwards sapien valve was placed too low and there was 2+ paravalvular leak (pvl). It was decided to place a 2nd sapien valve 2 cells higher than the 1st valve.

Manufacturer narrative:
Investigation for additional information is in process.

Manufacturer narrative:
Prior to deployment of the first sapien valve there was fair coaxial alignment of the delivery system and valve. It was stated that the operators had challenges with the tao approach and did not have an optimal view prior to valve deployment. Ventilation was held during valve deployment and there was no loss of pacing capture. Post deployment the valve moved ventricular resulting in a possible native leaflet overhang. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. Furthermore, a technical summary, on low placement causing thv regurgitation, compiled by edwards lifesciences states, "stimulation of low placement causing thv regurgitation, indicates that low valve placement can lead to leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation". In this case, in addition to the patient factors (severely calcified aortic annulus and leaflet calcification), procedural factors including the off-label tao approach may have caused or contributed to the event. It was stated that the approach led to challenges with gaining good image intensifier angle prior to valve deployment. The safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.